Event description:
Caller reported a damaged cartridge, with the issue occurring once and causing the customer¿s blood glucose to exceed 500 mg/dl. Specific value was unknown but displayed as "high." Customer addressed the high blood glucose with a correction injection via multiple daily injections and did not require incapacitating assistance from a third party. Damage to the cartridge pigtail, which was not caused by pulling the tubing, was identified. Caller successfully changed the cartridge and resumed insulin therapy. Technical support planned to replace the cartridge via return material authorization, and the caller confirmed understanding of the resolution.